Event description:
It was reported that high capture thresholds resulting in failure to capture was noted on the right ventricular (rv) lead. An x-ray was performed, and lack of lead slack was noted as well. Programming changes were performed, and the lead was made inactive. The patient condition was unknown.